Event description:
The customer reported that the sys was shutting down without command of the operator. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps2 power supply was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.